Event description:
The patient was utilizing a "loaner" bed with air mattress capabilities. This reporter lowered the bed after performing patient care and approximately 30 seconds after placing the bed in the lowest position available for safety, the bed dropped making a "boom" sound. The bed had dropped to the floor.